Manufacturer narrative:
Based upon the report of a third-party repair of the cable, it is possible that it was not working properly upon the repair which caused the insufficient coagulation issue (note: in the cable's notes on use, it expressly warns against using a damaged product and modifying the cable.). Nevertheless, no conclusive determination could be made as to the cause(s) of the event. No trends have been identified with this event. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during an endoscopic mucosal resection (emr). The esu was used with an erbe monopolar cable (part number: 20192-117, lot number: information not provided). Per the account, the monopolar cable had been repaired by a third-party due to a defect. No other information was provided regarding any other accessory used or the settings that were employed. Specifically, according to the report, significant intraoperative bleeding occurred from the wound, and the electrocautery was insufficient to achieve hemostasis. However, no further treatment was performed, and there was no prolonged hospitalization.